Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).